Event description:
It was reported that the patient with a pacemaker exhibited syncopal episodes. Review of the electrogram showed noise that was being oversensed causing inappropriate atrial tachy response (atr) episodes on this right atrial (ra) lead. Additionally, the pacing impedances have gradually decreased from 700 ohms to 500 ohms. Boston technical services discussed evaluating the lead. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).